Manufacturer narrative:
Continuation of d10: product ID neu_unknown_lead lot# unknown, implanted: (B)(6) 2025, product type: lead. Section d information references the main component of the system. Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a trial patient who was using an external neurostimulator (ens) for urgency frequency. Their trial started on (B)(6) 2025. It was reported that they were hospitalized and still confined currently due to bleeding where the incision was made for their therapy. Patient was still at the hospital not discharged yet. Troubleshooting was not performed. The cause of the issue was unknown. The issue was not resolved and was ongoing.